Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer does not remember the past blood glucose (bg) levels, but reported a bg level of 299 mg/dl the day before the alarm 19 occurred. The bg level was addressed with a bolus delivery via the pump. The customer was able to successfully load a new cartridge each time.